Event description:
User related. The customer reported via the sales representative that the surgeon implanted the insert and noticed a dent on the surface of the left side of the raised middle section of the insert. It is further reported that the surgeon removed the insert resulting in further dents to the insert before completing the procedure successfully with an alternative implant.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (user related) and product code jwh.